Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that patient experienced a cardiovascular event. It was reported that the event occurred due to the administration of the product during dialysis treatment.